Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, after a few minutes that the device was in use, the surgeon pushed the trigger and the blade did not extend. The surgeon opined that this kind of problem occurred only when the uterine fibroid was really resistant. The procedure was completed with another device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.